Manufacturer narrative:
Result: damaged motion interrupt pan. Worn warning label.

Event description:
It was reported by service report that the motion interrupt pan was damaged, and there was found a worn warning label. No patient involvement or adverse consequences were reported.